Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the patient presented with angina. Angiogram revealed 90% stenosis in the moderately tortuous, heavily calcified, distal left anterior descending coronary artery (lad). Percutaneous coronary intervention was performed and the 3.0 x 48 mm xience xpedition stent was deployed at 16 atmospheres in the lad. After stent deployment, an edge dissection was noted. An unplanned xience xpedition stent was deployed to treat the dissection. There was no adverse patient sequela. No additional information was provided.